Event description:
According to the reporter: the autosonix ultrashears surgical instrument blade tip broke off in patient. The surgeon was able to retrieve it without injury to patient. The operation time was not significantly delayed. No further issue was reported.

Manufacturer narrative:
(B) (4). (B) (4).